Manufacturer narrative:
Additional concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found collapsed at home and upon interrogation, it was noted a right ventricular lead polarity switch had occurred. It was also reported that high impedance was noted on the right ventricular lead . The lead remains in use. No further patient complications have been reported as a result of this event.